Event description:
It loses its bristles. My little one (female) even had one stuck in her throat, foreign body in throat. Case description: this case was reported by a consumer via call center representative and described the occurrence of foreign body in throat in a female patient who received gsk toothbrush (dr best erste zaehne) toothbrush for product used for unknown indication. This case was associated with a product complaint. On an unknown date, the patient started dr best erste zaehne at an unknown dose and frequency. On an unknown date, an unknown time after starting dr best erste zaehne, the patient experienced foreign body in throat (serious criteria gsk medically significant) and product complaint. The action taken with dr best erste zaehne was unknown. On an unknown date, the outcome of the foreign body in throat and product complaint were unknown. The reporter considered the foreign body in throat to be related to dr best erste zaehne. Additional details: this case was reported from consumer via call center representative (email) on (B)(6) 2022. The consumer stated that, "hello I have bought this toothbrush from you for my and see attachment. After using it twice, it loses its bristles. My little one (female) even had one stuck in her throat. I'm already getting the best for us and our children and then something like that happens. I'm really upset about it. Ask for an answer. Best regards." Pqc information name of product quality complaint (B)(4) level 2 reason code prod characteristics complaint level 3 reason code toothbrush looses or is missing filaments or tufts cpc loose brist pqc status closed type of relationship to hsi related to an hsi without an ae no side effects. Follow up information was received on (B)(6) 2022 from quality assurance (qa) department regarding complaint (B)(4) (issue number) for lot number unknown. Investigation completion date: (B)(6) 2022 and investigation site (B)(6). Investigation evaluation: loosing filaments check if the duration of use of the brush is known or approximately known. Check if brush is (heavily) used. Overall appearance (spread filaments, scratches on the backside of the brushhead, toothpaste residue between tufts of bristles and in grooves of handle) as well as smell of toothpaste flavor are indicators. Sometimes, squeeze or bite marks can be seen on the filaments. Note if complete tuft (bundle of filaments) got loose, then send defect to site. Worn out filaments check if hardness of bristles was as customer expected. Check if brush is (heavily) used. Overall appearance (spread filaments, scratches on the backside of the brushhead, toothpaste residues) as well as smell for toothpaste flavor are indicators. Sometimes, squeeze or bite marks can be seen on the filaments or filaments are starting to fall out 2.1 gsk is distributing globally toothbrushes for 40 years. 2.2 product portfolio of toothbrushes is very complex. There are about 50 base model variants, which are available in different stiffness grades, brand names (aquafresh, sensodyne, dr.best, macleans, binaca, odol, parodontax) and artwork variants, resulting in about 850 individual skus. The toothbrushes are distributed in about 45 different gsk markets. 2.3 all toothbrushes are manufactured at three approved external contractor manufacturers (cms) mcs, smi, and shummi. All toothbrushes have been developed according to international and gsk internal standards. Total volume increased between 2015 and 2019 by 26%. Year / mio tbs mcs smi shummi total 2019 106 128 75 309 2018 122 119 65 306 2017 117 97 67 279 2016 132 91 50 273 2015 130 69 46 245 2.4 manual toothbrushes are class I medical devices in the us and are exempted from the medical device quality system regulation (21 cfr 820), except for general requirements concerning records (820.180) and complaint files (820.198), if the device is not labelled or otherwise represented as sterile. In several other markets, they are classified in "lesser" categories such as a consumer product/sundry item /general good/cosmetics without specific gmp requirements. 2.5 a review of all consumer complaints is routinely done in the periodic product review, which is established as quality kpi for 10 years. Actions are initiated for continuous improvement as applicable. Response to consumer (if applicable) thank you for your inquiry. Your complaint has been received and we apologize for any inconvenience this has caused you. Please be assured that all gsk products are produced according to applicable standards and approved specifications. Your feedback is valuable and will be used towards enhancing the quality of our products. Based on the investigation, the investigation reports concluded that, complaint stands unsubstantiated. Initial and follow up information was processed together.

Manufacturer narrative:
Argus case ID: (B)(4).